Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier was not working. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident occurred during the case. The incident occurred when attempting to clamp on a vessel or tissue bundle. The surgeon was unable to clamp it completely. The issue was related to unsuccessful clip application. They used both medium and large clips. The vessel was not greater than the specified diameter suggested. The clip applier was attempted twice during the case. They ended up not using the clip applier.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. Failure analysis found the primary failure of failed intuitive motion to be related to the customer reported complaint. The instrument exhibited imprecise motion when the master tool manipulators were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and driven on an in-house system which passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument passed the clip test but also had multiple input disks cracked. Input disk #6 and #7 was found cracked inside the housing.